Event description:
Unit admitted two pts to the hosp following chills and fever developed while on dialysis. Two organisms were cultured from both pts' blood, one a yeast and the other a gram negative organism. During an on-going investigation at the unit the yeast was cultured from beneath the 'o' ring in the header of their dialyzers. The dialyzers had been reused an unk number of times. Pt's blood culture was positive for candida parapsilosis and gram negative bacillus and for burkholderia pickettii and yeast. The dialyzer was cultured and was positive for yeast beneath the "o" ring and in the "o" groove. Reuse 15 times with reverse uf pre-flush. No actual or companion sample available.